Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: underweight and a broken shell. A visual and microscopic analysis was performed which identified broken sharp striated opening, wear abrasion and crease fold. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: a sharp broken opening on the anterior side due to an unidentified (tear) opening and a striated opening due to surgical damage consistent with the use of some surgical tool. Reason for reoperation is rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture and pain. The device has been explanted.